Manufacturer narrative:
(B)(4). Serial #: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Device evaluation the device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, tw power supply s/n (B)(4) failed to deliver energy. It was sent to biomed for repair. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, tw power supply s/n (B)(4) failed to deliver energy. It was sent to biomed for repair. A replacement device was used to complete the procedure. The hospital did not report any patient effects.